Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. The following sections of this report have been updated: h6. Per the initial report, inflation difficulty of the delivery system balloon which led to the incomplete expansion of the valve was reported. Additional information received from cine imagery review indicates that the valve was seen across the annulus not aligned to the distal marker. The valve appears approximately 3 mm from the distal marker. This caused the distal shoulder of the balloon to inflate first, which led to the asymmetrical expansion of the valve. The balloon did not have inflation difficulty. From historic data, the cause of the valve movement may be due to tension in the system, improper valve alignment and/or improper crimping of the valve. Based on this finding, this event is no longer considered to be FDA reportable.

Manufacturer narrative:
Investigation is ongoing. Device was discarded.

Event description:
As reported by our edwards lifesciences japanese affiliate, the transcatheter heart valve moving on the delivery system and inflation difficulty of the delivery system balloon resulted in the incomplete expansion of the valve. Valve alignment difficulty was reported. This patient came in for a transfemoral tavr with a 20mm sapien 3 valve. During the procedure, slight valve diving occurred. However, valve alignment was completed by routine troubleshooting maneuvers. When the flex tip was retracted at the annulus position, the valve moved toward the aorta on the balloon for approximately a half of a marker width. During the beginning of valve deployment, only the left ventricular side of the balloon expanded, and the balloon slipped inside the valve toward the ventricle. The valve was later sufficiently expanded via post-dilation. The balloon could be fully expanded. The final valve position was 70:30 aortic/ventricular. No injury or complication to the patient occurred.